Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead migrated after becoming loose in the tissue. In turn, surgery occurred on (B)(6) 2019 to reposition and secure the lead, which addressed the issue.